Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a fast vt while jogging and collapsed. CPR was administered and an AED was used. Review of egms showed the device appropriately detected and applied both atp and hv therapy. Non-sustained lead noise due to oversensing was observed, and suspected to be caused by the CPR or the patients compromised state of the myocardium.